Event description:
After power outage, the expiratory scissor valve stuck and remained closed. The pt was removed from the ventilator and hand bagged, the pt was not injured, the ventilator was taken out of service.